Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The insulin pump received without the original belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear even after battery change. It was reported that customer wore insulin pump in pocket due to clip breaking. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.